Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had leakage issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields are b4, b5, b6, b7, d10, e3, g3, g6, h2, h6 health impact code, h11.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had leakage issue before use. There was no patient involved.